Event description:
It was reported that during a lung biopsy procedure, the device gave a strange "crack" while firing and the staples didn't form. There was no patient consequence. The procedure was finished with another like device.